Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was 88 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.